Event description:
It was further reported that the device was also not able to communicate with two separate programmers and there was premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting and low impedance in an integrated circuit. Analysis confirmed the reported non-functional telemetry failure. The device was found to enter a power-on reset (por) state that drained the battery voltage and did not allow the device to communicate. The por state was caused when specific addresses in the external sram integrated circuit (ic) were accessed. The ic is located in the stacked chip scale package (scsp) component (u1). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that there was no telemetry between the implantable cardiac monitor and the patient monitor or the patient assistant. The green light on the patient assistant just flashes and does not turn solid, and there is no check mark. Follow-up information from the clinic indicates the patient has been seen and it was determined that there was an issue with the device and it is being replaced. The device is still in use. No patient complications have been reported as a result of this event.